Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. The customers blood glucose (bg) was high, however, a specific value was not provided. Bg level was addressed with a manual injection. Reportedly, the customer reverted to manual injections for insulin therapy.